Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced right sided failure post left ventricular assist device (lvad) implant. Right sided support was inserted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right sided heart failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the patient¿s right sided heart failure; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2025 when the patient ultimately expired. The device was not explanted for evaluation (refer to MFR# 2916596-2025-01989). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that right ventricular assist device (rvad) insertion was not planned. The right sided support was an impella rp. The patient was upgraded to extracorporeal membrane oxygenation (ECMO) shortly after.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right sided heart failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the patient¿s right sided heart failure; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2025 when the patient ultimately expired. The device was not explanted for evaluation (refer to MFR# 2916596-2025-01989). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.